Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned (B)(6) 2018 for evaluation. Performed visual inspection and passed. Performed a voltage test and passed. Performed transmitter functional test and passed. Performed share log review and no signal loss was found on the issue date. Performed pairing test with nordic bluetooth device and passed. The reported event of a loss of connection was not confirmed. The customer complaint was not confirmed because a loss of connection was not observed in the logs.